Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a blood glucose of 23 mmol/l but the insulin pump did not alarm. Customer changed the battery on sunday and again today. Customer had many low reservoir alarms and changed the reservoir on sunday and yesterday. Customer and a high blood glucose of 24 mmol/l two hours ago. Customer sent a bolus to lower their blood glucose. Customer gave a fixed prime. Customer was asked to deliver a bolus of 0.3 units and the bolus was registered in the bolus history. Customer was asked to monitor the pump and change the insertion site when he comes back home. Customer was also asked to check if each bolus is registered in the bolus history.